Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s newly applied freestyle libre 3 plus continuous glucose monitor (cgm) sensor initially connected but did not deliver alerts or glucose readings to the ilet, and subsequent attempts to scan indicated the sensor was already started, consistent with a communication failure between the cgm and pump; the user was advised to replace the cgm sensor and was provided manufacturer support contact information. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by a communication failure, with relevant device components implicating the cgm¿s electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-device component failure.